Event description:
This report is about an instrument that is part of a part bank/loaner pool. The initial report received in (B)(6) 2013, was about the hex screwdriver that was not used by a customer and it was reported that the snap ring loosens itself from the instrument. Therefore, the adapter can only be removed by force and that the sap ring will fall out. Supplemental report was received on (B)(6) 2013 when the instrument was returned. It was discovered that the instrument was used contrary to what was initially reported.

Manufacturer narrative:
The manufacturer received the device for review and investigation is still ongoing. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).